Manufacturer narrative:
Date of event was approximated to (B)(6) 2016, the date the sling was implanted, as no event date was reported. The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. This event was reported by the patient's legal representative. The implant surgeon is: (B)(6). (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage system was implanted during a robotic laparoscopy with lysis of adhesions, open laparotomy, sacral colpopexy, anterior and posterior repair, retropubic sling (advantage sling), and cystoscopy procedure performed on (B)(6) 2016, for the treatment of cystocele, vaginal cuff prolapse and rectocele. As reported by the patient's attorney, the patient had experienced an unspecified injury.